Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unk). The device displayed a "bridge test failed" message. Complainant indicated that there was any adverse effect to the patient due to the reported malfunction.